Event description:
It was reported that during an unk procedure, in closing the jaws of the device applied on the vessel, the clips that remained had the legs crossed. No adverse pt consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.